Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the item sprays sparks during procedure. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the customer was also unable to provide any further details. However, it is important to note that at no time were patients, users, or third parties harmed, and there was no impact on operational procedures. There were no delays, medical consequences, or additional hospital stays. The visual and functional inspection revealed significant thermal damage to the distal end and the shaft. The cause was identified as a short circuit in the area of the fork, which led to local overheating and the melting of plastic. The high-voltage test of the entire test batch was unremarkable; all measured values were within specifications. Two additional reported items could not be evaluated due to a lack of information. The nature of the damage does not indicate a material or manufacturing defect, but rather points predominantly to an operating error, particularly due to residual moisture following incomplete drying or failure to adhere to parameter settings. As a preventive measure, strict adherence to the operating instructions, training of operating personnel, and regular visual inspections are recommended. The event is filed under internal karl storz complaint ID: (B)(4).